Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had not been in for repair in the last 12 months. Functional checks and visual inspections were performed. The customer problem could not be confirmed. The air detector worked properly. The probable cause of the problem was unknown and therefore no further actions were taken.

Event description:
It was reported that the device exhibited an ¿air in line¿ alarm. There was unknown patient involvement.